Event description:
The sheath accordianed in 2 seperate places and the dilator could not initially be removed. After vigorously flushting the sheath flush port while pulling on the outer dilator, it came out leaving the sheath's integrity intact.